Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are unable to determine the root cause of this event. If any additional relevant information is received, a supplemental MDR will be submitted.

Event description:
It was reported that during a pci procedure, a balloon pinhole occurred. The 90% stenotic lesion was located in the calcified and tortuous mid left anterior descending (lad) coronary artery. A 3.0mm x 23 mm stent was implanted in the mid lad. The quantum maverick monorail balloon was inserted for post dilation. During balloon inflation to 9 atms, it was noted, that blood came back into the inflation unit. Upon removal, a pinhole was noted on the distal side of the balloon. The procedure was successfully completed with a different device. No patient injuries or complications were reported. Patient status is reported as "good."